Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to test for motor error alarm or calibration anomaly due to no button response. The motor passed motor test. It had a scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly aqnd a motor error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 325 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.